Event description:
Patient had an alta tibial rod and three screws implanted on january 21, 1996. In may 1996, it was discovered that the proximal screw had broken. May 28,1996, an attempt was made to remove the broken screw. The attempt was unsuccessful as the head of the screw was imbedded in bone. No additional information was provided by the reporter.

Manufacturer narrative:
Summary of evaluation: metallurgical analysis results suggest that this event would not be associated with the device. However, there is insufficient info provided in the per to determine the cause for the fracture of the alta transverse screw in fatigue.